Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control is anticipating the device return for eval and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device had all three (attention, charge pak and wrench) icons illuminated and failed to power on. There was no pt use associated with the event.